Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient charged twice a week and when he went to charge on (B)(6) 2016, he got an informational power on reset (por) on the patient programmer and recharger. There were no recent medical tests or electromagnetic interference exposures. The patient had a heart test done a couple months prior to (B)(6) 2016 but that was it; the patient had not had any medical testing done recently. The steps for clearing the por were reviewed and were successful. The patient programmer showed that the ins needed to charge. After repositioning the antenna the patient was getting all coupling bars, therapy was off, and the ins showed 25-50% charge. It was noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.